Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus repair center for evaluation. The evaluation of the device by olympus repair center confirmed the following; the reported phenomenon was not reproduced and the endoscopic image was displayed properly. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a procedure, the endoscopic image disappeared and the visual field was suddenly lost. This phenomenon occurred five times during the procedure. There was no report of patient injury associated with this event.